Event description:
It was stated that the customer was hospitalized for low blood glucose levels. It was stated that the customer lost all feeling on the right side of her body. During the hospitalization, it was stated that the insulin pump was exposed to an EKG and MRI. Since those procedures, the customer has been experiencing erratic blood glucose levels. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as the device has not yet been evaluated. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.